Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ observed creases on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare provider reported "patient has contacted the office for consultation. Patient reported to the office they are experiencing discomfort and capsular contracture baker grade IV". Healthcare provider confirmed capsular contracture baker grade IV. Device has been explanted. This relates to the left side.

Event description:
Healthcare provider reported "patient has contacted the office for consultation. Patient reported to the office they are experiencing discomfort and capsular contracture baker grade IV". Healthcare provider confirmed capsular contracture baker grade IV. The device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.